Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. The root cause of the delivery issue was most likely patient condition related, patient with heavily calcified aorta and pump became damaged when attempting to move pass aortic arch. The instructions for use for the impella cp with smartassist for use during cardiogenic shock and high risk pci section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ corrections to the initial MFR report: added d6a/d6b.

Event description:
The user facility reported an attempt to implant an impella cp device pump for mechanical circulatory support in a patient experiencing acute myocardial infarction/cardiogenic shock was aborted due to the patient's anatomy. The patient had a heavily calcified aorta. This pump became damaged when attempting to move pass aortic arch. The guidewire was bent inside the pump not allowing for removal; therefore, the pump and guidewire were removed as a unit and discarded. The was reported to be in stable condition following the event.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.